Event description:
Allegedly pain since (B)(6) 2012, type 1 pseudotumor, cobalt and chromium both less than 1. Mop articulation. Neck, head, and stem revised (B)(6) 2013 with normal levels but pseudotumor by MRI. Mop articulation. Marked changed in abductor. Some tissue sent, but much less impressive soft tissue reaction. Head-neck and neck-stem junctions without significant corrosion. Femoral stem revised to fixed neck and ceramic head.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2013-01220, 01221.

Manufacturer narrative:
The complaint was reviewed and analysis showed no trend for item/lot.

Manufacturer narrative:
Updated patient name and birth date.

Manufacturer narrative:
Updated patient name and birth date.